Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the physician surmised the mapping catheter created a hole in the pleural space of the left atrium, leading to the hemothorax. The patient has since completed rehabilitation and was discharged from the hospital.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was inserted into the right superior pulmonary vein (rspv). While searching for the right inferior pulmonary vein (ripv), the mapping catheter was inserted into the accessory vein from the lower branch of the rspv to the right lateral wall. At that time, the doctors identified it as the ripv and performed angiography. Although contrast flow into the thoracic cavity was confirmed at this point, it was not recognized at the time and was thought to be just a case of non-occlusion, leading to ablations with the balloon tip inserted into the accessory vein. After returning to the rspv and ablating, an approach to the ripv was attempted, but the hemothorax had already developed, and the left atrium was compressed, preventing occlusion. The procedure was stopped due to increased coughing by the patient. The patient was not under general anesthesia. Postoperatively, hemoptysis was discovered in the ward, and the patient¿s blood pressure was dropping. A chest computerized tomography (CT) was performed, and it revealed a hemothorax. The patient was transported to another hospital for thoracic drainage and was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.